Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultrasmart meter was reading inaccurately high. On (B)(6) 2012, the (B)(4) spoke with the reporter to obtain and verify information. The reporter claimed the alleged issue began at approximately 4:30pm on the same day she contacted lfs for assistance. She stated that prior to the alleged issue; the patient was experiencing symptoms of "sweating, unable to speak and she was not breathing well." At the time, the patient was reportedly managing her diabetes with "novolog" insulin and was administering 36 units at mealtimes. She was also on levemir insulin, 32 units at night. Prior to the symptoms, the patient last tested with the subject meter at around noon time and she stated the reading was "normal" but could not recall the exact result. She reportedly administered her usual dose of novolog insulin and ate lunch as usual. The reporter stated her normal results are in the range of "130- 150mg/dl." At the onset of the symptoms, the reporter tested the patient with the subject meter and received a reading of "61mg/dl" which she felt was high based on her symptoms. She reportedly called the paramedics and when they arrived within 5 minutes they tested her using an unknown hcp meter and reported a reading of "30 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was treated by the paramedics with a glucose shot and oxygen and she was taken to the emergency room (ER). When the patient arrived at the ER she was retested with a hospital meter and her blood glucose was still in the "30 mg/dl" range. The patient was treated with IV glucose at approximately 5:15pm and kept in the hospital for approximately 8-9 hours. The reporter informed the mss that the doctor reduced the patient's insulin dosages for the novolog and levemir by half and stated she was taking too much insulin. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The samples were obtained from the same approved source. The subject test strips were unexpired and stored correctly. It was noted that the subject meter was incorrectly coded to code 1 instead of 25. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.